Manufacturer narrative:
This lv remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Manufacturer narrative:
This lv lead will not be returned to boston scientific for analysis.

Event description:
--

Manufacturer narrative:
(B)(4).

Event description:
Subsequently, additional information was received that this lv lead exhibited elevated pacing threshold measurements. The decision was made to explant the entire system due to infection.

Event description:
Boston scientific received information that this patient developed a pocket hematoma and infection where this left ventricular (lv) lead is implanted. The hematoma was drained, and there were no changes to the implanted material. There were no additional adverse patient effects reported.